Event description:
A (B)(6) male pt contacted zoll customer support to report his charger/modem was not working. The pt was provided a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (not working) has been confirmed. Upon eval, the power supply was defective. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power supply. The pt received a replacement charger/modem.